Event description:
In 2001 the end-user called minimed, USA and stated that the entire quick-set hub becoming detached from the adhesive. Two months later, maersk medical received the complaint and 8 unused infusion sets. The near incident took place in USA.